Manufacturer narrative:
Complaint conclusion: as reported, a 6x40mm 80cm powerflex pro percutaneous transluminal angioplasty (pta) catheter was delivered to the lesion and inflated. However, it ruptured at seven to eight atmospheres (atm) during its initial inflation. Therefore, it was replaced with a new powerflex pro of the same size. The procedure completed successfully. There was no reported patient injury. The complaint product was inspected and verified to have no issue prior to use, and it was used as usual. The patient¿s information was unknown. The target lesion was unknown. The patient¿s vessel level of tortuousness was unknown. The lesion was mildly calcified. The rate of stenosis was unknown. The device was not returned for analysis due to the patient¿s infectious disease. A device history record (DHR) review could not be performed since the lot number received did not belong to the reported complaint product. The reported ¿balloon burst at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause of the burst could not be determined. Based on the limited information available for review, vessel characteristics (mildly calcified) may have contributed to the reported event as a calcified/resistant lesion can damage a balloon. According to the instructions for use, which is not intended as a mitigation, ¿the rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Do not exceed the rated burst pressure recommended on the label. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ without a lot number to conduct a DHR review, it is not possible to determine if the reported failure could be related to the manufacturing process. Therefore, no corrective and preventive actions will be taken at this time.

Event description:
As reported, a powerflex pro (6mm4cm 80) was delivered to the lesion and inflated. However, it ruptured at 7 to 8 atmospheres (atm) during its initial inflation. Therefore, it was replaced with a new powerflex pro of the same size. The procedure completed successfully. There was no reported patient injury. The product was clinically used and has been discarded due to infectious disease and will not be returned for analysis. The complaint product was inspected and verified to have no issue prior to use, and it was used as usual. The patient¿s information was unknown. The target lesion was unknown. The patient¿s vessel level of tortuousness was unknown. The lesion was mildly calcified. The rate of stenosis was unknown. Multiple attempts to gather additional information have been made and have been unsuccessful.

Manufacturer narrative:
Added additional information received in section, along with the lot number, manufacturing, and expiration dates in sections. A device history record (DHR) review of the lot is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a powerflex pro (6mm4cm 80) was delivered to the lesion and inflated. However, it ruptured at 7 to 8 atmospheres (atm) during its initial inflation. Therefore, it was replaced with a new powerflex pro of the same size. The procedure completed successfully. There was no reported patient injury. The product was clinically used and has been discarded due to infectious disease and will not be returned for analysis. The complaint product was inspected and verified to have no issue prior to use, and it was used as usual. The patient¿s information was unknown. The target lesion was unknown. The patient¿s vessel level of tortuousness was unknown. The lesion was mildly calcified. The rate of stenosis was unknown. The device was prepped normally (i.e. Maintained negative pressure). The access site location was the femoral artery. There was no difficulty removing the product from the hoop, the protective balloon cover, or the stylet or any of the sterile packaging components. The same indeflator was used successfully with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve. The device was not used for a chronic total occlusion (total occlusion greater than 3 months). The device did not have to pass through a previously placed stent. The product was removed intact (in one piece) from the patient. There were no other anomalies noted when the device was removed from the patient.

Manufacturer narrative:
Complaint conclusion: a 6x40mm 80cm powerflex pro percutaneous transluminal angioplasty (pta) catheter was delivered to the lesion and inflated. However, it ruptured at seven to eight atmospheres (atm) during its initial inflation. Therefore, it was replaced with a new powerflex pro of the same size. The procedure completed successfully. There was no reported patient injury. The complaint product was inspected and verified to have no issue prior to use, and it was used as usual. The patient¿s information is unknown. The target lesion is unknown. The patient¿s vessel level of tortuousness is unknown. The lesion was mildly calcified. The rate of stenosis is unknown. The device was prepped normally (i.e. Maintained negative pressure). The access site location was the femoral artery. There was no difficulty removing the product from the hoop, the protective balloon cover, or the stylet or any of the sterile packaging components. The same indeflator was used successfully with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve. The device was not used for a chronic total occlusion (total occlusion >3 months). The device did not have to pass through a previously placed stent. The product was removed intact (in one piece) from the patient. There were no other anomalies noted when the device was removed from the patient. The device was not returned for analysis due to the patient¿s infectious disease. A device history record (DHR) review could not be performed since the lot number received did not belong to the reported complaint product. The reported ¿balloon burst at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause of the burst could not be determined. Based on the limited information available for review, vessel characteristics (mildly calcified) may have contributed to the reported event as a calcified/resistant lesion can damage a balloon. According to the instructions for use, which is not intended as a mitigation, ¿the rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Do not exceed the rated burst pressure recommended on the label. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ without a lot number to conduct a DHR review, it is not possible to determine if the reported failure could be related to the manufacturing process. Therefore, no corrective and preventive actions will be taken at this time.